Event description:
The pt received a blood glucose reading of 280 mg/dl on the suspect device. They felt bad. They pt went to the hosp and their glucose was 55 mg/dl. They were treated with an IV and given food. Level 1 and l2 controls were run and out of range. The pt was leaving the cap off the vial of test strips therefore exposing the strips to the elements. The suspect device was replaced with new product and then authorized for return to the MFR for eval.